Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lancet is not retracting and is protruding from the end cap. It is unknown whether or not the lancet was seated properly. No adverse event reported. A request was made for the return of the device, replacement sent. Lot not provided.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.